Event description:
It was reported that a small volume folfusor underinfused during infusion. The device was filled with 115ml of solution (2.5 ml/h) with expected therapy time of 46 hours; however, it was observed that the device was still partially filled after 45 hours and therefore was left longer to complete the administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction for b5: event date: it was observed that the device was still partially filled after 46 hours. Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 23, 2024 ¿ april 24, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.